Manufacturer narrative:
The impella device was received from the customer on 31-oct-2023 data review: data logs showed pump started & run without issue. About 292 hours into support, pump stopped that triggered alarm impella stopped-mc high. Pump could be restarted & run for 2.5 hours more then stopped again. Next, pump was stopped manually & disconnected from the console. Product analysis: analysis of the pump revealed a large purge gap indicating bearing wear as the root cause of the pump stop. No other issues were found on the rest of the pump. Leak test was performed on pc gen2 & no leak was found on the pc. Conclusion: the root cause of the pump stop was a wearing bear. This pump stop occurred after 12 days of run time, which is well beyond the design life of 8 days per dtm 0046-9910. The root cause of the pc leak was most likely use related because the failure mode could not be reproduced. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 43-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Complainant reported the impella pump motor current high alarm x3, unable to restart 3rd time impella removed.